Event description:
It was reported that during a pneumonectomy procedure, the jaws of the device were stuck on tissue, and the staple formation was irregular. The case was completed by using suture. There was no reported patient consequence.